Manufacturer narrative:
(B)(4). Device received with a blank display. During visual inspection and found heavy moisture damage on the electronics, motor, battery tube, battery connector, vibrator, motor, keypad trace, keypad flex tail. Perform brush cleaning with the isopropyl alcohol on the electronic assembly and unit still blank display. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. In conclusion, unit blank display due to moisture damage electronic assembly. Device had cracked keypad overlay, cracked case corner of belt clip rails, scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that insulin pump had crack from clip base to side on battery side. Customer stated that water was in the insulin pump and it was in swimming pool. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.